Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for complex reg pain syndrome type 1 and spinal pain. It was reported that the patient had a pocket revision in (B)(6) 2018. No additional information was provided. No further complications were reported/anticipated.